Manufacturer narrative:
(B)(4). The analysis results found that the tlc75 device was received in good visual conditions and with a cartridge reload loaded in the device. The cartridge reload had the proximal 32 drivers up without staples, and the remaining drivers down with staples present. The returned cartridge reload had the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. The cartridge reload was manually unlocked and the device was tested for functionality with the returned cartridge reload and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and identified a defect/issue but was not related to the reported incident were found. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: did the device start to fire staples and cut line, but could not be completed? The device started to fire staples and cut line, but could not be completed. Was the full length of the staple line deployed, however staples were missing from the line? Were staples deployed into the patient tissue, but there was no cut line? Cut line and staple line were equal. There was excessive force necessary to fire the device. There were no negative consequences for the patient.

Event description:
It was reported that during a resection of small intestine procedure, incomplete staple and cutting line. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.